Manufacturer narrative:
Additional information received: "the distal bactiseal catheter has already been explanted many months ago when problem first identified. All other tubing remains in place. We won't know until allergist patch tests hence the need for the information."

Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter kit was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2023-00298, 3013886523-2023-00300. It was reported a patient developed severe rash and erythema along the shunt tract which persisted for many months despite antibiotic treatment and antihistamine treatment. The hakim valve and catheters were implanted on (B)(6) 2017 and the symptoms started in (B)(6) 2022.